Event description:
It was reported that prior to a port placement procedure, the device packing was allegedly found damaged. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port single lumen products that are cleared in the us. The pro code and 510 k number for the hickman titanium port single lumen products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was not returned for evaluation. Therefore, the reported tear, rip or hole in device packaging cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3 h11: h6 (result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a port placement procedure, the device packing was allegedly found damaged. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port single lumen products that are cleared in the us. The pro code and 510 k number for the hickman titanium port single lumen products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The investigation is confirmed for the reported packaging damage issue as a crack was noted on the packaging tray in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman titanium port s/l products that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l products are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that prior to a port placement procedure, the device packing was allegedly found damaged. There was no patient contact.